Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No a33 alarm noted. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. No further information provided.